Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2023-00571. 1. Section h. Box 10./11. Narrative/corrected data this report is associated with MFR report number: 1. 3005168196-2023-00570; 2. 3005168196-2023-00572; 3. 3005168196-2023-00573.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pc), ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two ruby coils and two pod pcs in target vessel using the lantern. It was reported that the guidewire was extended past the target vessel for support. When the physician began to remove the guidewire, all of the previously placed coils that were implanted migrated to the main splenic artery. After performing an angiogram, the physician decided to leave the coils in the main splenic artery. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.